Manufacturer narrative:
Device identifier: (B)(4). The device was not retuned for evaluation. DHR documentation was reviewed and no anomalies. The reported complaint got failed was unconfirmed. Product was not returned so the evaluation was unable to be performed. Therefore, an investigation for cause was unable to be performed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3006697299-2020-00077.

Event description:
This is 2 of 2 reports. A distributor reported on behalf of the customer that the c2602 cusa excel 36 khz straight handpiece failed. There was no patient involvement and no delay in surgery. The malfunction was discovered during inspection. Additional information has been requested.